Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis after it is explanted and to provide the device serial number. Visual examination may confirm or determine another connector type associated with this report. The reporter of the event was asked to return the product for analysis after it has been explanted. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Patient reported an alleged "leak". During a third fill appointment, the patient's band was "filled up with 1 cc," by the treating physician, and when the patient went home, "I felt nothing". The next day, was then "filled up [the band] with 3 and 1/2 cc" and "nothing was being restricted". A barium swallow was performed, and the patient was notified the band was leaking. The patient is deciding on where to have the revision procedure.